Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead in segments returned and analyzed.

Event description:
It was reported the patient felt discomfort and went to the hospital. Interrogation of the device revealed the rv lead was exhibiting high and unstable thresholds. The lead was explanted and replaced. No patient complications were reported as a result of this event.